Manufacturer narrative:
On (B)(6) 2016: during follow-up customer reported that occlusion alarms were continuing, customer experienced ketones and an elevated bg levels reaching 500 mg/dl at its highest. The customer administered a manual injection and changed supplies to address the elevated bg level. Angled infusion sets were sent to the customer in an effort to resolve the elevated bg. Since receiving the angled infusion sets, the customer has not encountered any occlusion alarms. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl at its highest and the customer issued correction boluses to address the elevated bg level. System check was performed and the pump performed as intended.